Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Based upon the evaluation of the subject device by omsc, it was confirmed that the adhesive in the down side of the distal end of the bending cover was partially missing. There was no irregularity in the manufacturing record. The exact cause of the user's report could not be conclusively determined, but the subject device having been pressed forcefully against the trocar due to the forcible withdrawal of the endoscope's insertion section from trocar while angulated could not be ruled out as a contributed cause. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that a tip of adhesive in the distal end of the bending cover fell off into the patient's body during the laparoscopic surgery for the treatment of hernia. Because the facility observed the fall, the fallen tip was retrieved from the patient by means of a forceps and the intended procedure was completed. The size of the fallen tip was about 5 mm. The subject device was offered as a repair loaner for (B)(4) that was out of service for repair. It was the first time for the subject device to be used.